Event description:
It was reported that the patient presented remotely. Review of transmission noted that the patient's implantable cardiac monitor exhibited under-sensing. Migration of device was suspected. No interventions were performed. There were no patient consequences.